Event description:
This is a spontaneous case report received from an attorney in the united states, on behalf of a plaintiff in united states on 03-aug-2016 which refers to an adult female consumer who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2009 for permanent birth control. At the time of insertion, the plaintiff was (B)(6). Shortly after undergoing the essure procedure, plaintiff began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding and blood clotting. Plaintiffs essure related pain grew so severe that she was eventually prescribed valium, toradol and lortab as treatment. Additionally, after being implanted with essure plaintiff began suffering from symptoms of fatigue especially prior to and during her menstrual period. Plaintiff also began suffering weight fluctuations and pain during intercourse. Plaintiff has also suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. After being implanted with essure plaintiff also developed an allergy to nickel. In or around (B)(6) 2015, plaintiffs essure-related pain grew so severe that she eventually had to undergo the surgical removal of uterine cysts. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed valium, toradol and lortab as treatment. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since medical intervention was required to manage the pain, this case is regarded as incident. Non-serious events were also reported. Technical analysis has been requested. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding / blood clotting"), dysmenorrhoea ("severe menstrual pain/menstrual pain"), back pain ("back pain/sharp, stabbing, achy back/chronic back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), pelvic pain ("sharp, stabbing, achy pelvic pain/ chronic pelvic pain"), migraine ("severe migraines/sharp, stabbing, achy migraines/chronic migraine"), uterine cyst ("uterine cysts") and abdominal pain upper ("stabbing pain in stomach") in a 22-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included ear operation, gravida ii, parity 2, delivery in 2006, delivery on (B)(6) 2008, pelvic inflammatory disease, breast discharge female, migraine headache, swelling of feet, ankles swollen, vulvovaginal pain, burning micturition, painful urination, suprapubic pain, cystitis, offensive vaginal discharge (yellow/green and fishy in odor) and breast biopsy in 2007. She had no history of abnormal paps. She had no discharge or sign of infection. Previously administered products included for an unreported indication: darvocet, aleve, tylox, lexapro, lorcet and macrobid. Concurrent conditions included ovarian cystectomy, smoker, penicillin allergy, penicillin allergy, stomach pain and ovarian cyst. Family history included psychogenic disorder nos, benign neoplasm of stomach (father) and malignant neoplasm of colon (father). Concomitant products included alprazolam (xanax) for anxiety, sertraline hydrochloride (zoloft) since 2006 for depression as well as butalbital;caffeine;paracetamol (fioricet), contraceptives, ethinylestradiol;norgestimate (ortho tri-cyclen lo), medroxyprogesterone acetate (depo provera), meloxicam and tramadol. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criterion medically significant) and fatigue (seriousness criterion medically significant). In 2009, the patient experienced back pain (seriousness criterion medically significant), weight fluctuation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), migraine (seriousness criterion medically significant) and abdominal pain upper (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced dyspareunia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine cyst (seriousness criterion medically significant), allergy to metals ("allergy to nickel/hypersensitivity reaction to nickel"), rash ("I break out in a rash"), erythema ("my skin gets red"), skin irritation ("skin gets irritated") and depression ("depression"). The patient was treated with diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol), sumatriptan (imitrex) and surgery (underwent hysterectomy in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and genital haemorrhage had not resolved, the dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, uterine cyst, allergy to metals, rash, erythema and skin irritation outcome was unknown, the back pain, pelvic pain, migraine and abdominal pain upper had resolved and the depression was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, migraine, pelvic pain, rash, skin irritation, uterine cyst and weight fluctuation to be related to essure. The reporter commented: essure device placed into each tube without difficulty. She took pain medications on a regular basis during the time from five years prior to essure placement to present. Previous birth control use within 5 years preceding essure placement: birth control pills sharp, stabbing, achy back pain, migraines, pelvic pain and stabbing pain in stomach was stopped after healing from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: negative. Pregnancy test - on (B)(6) 2009: results: negative. Diagnostic results: on (B)(6) 2005, breast exam showed fibrocystic changes-no mass or skin changes-no discharge from the nipples on (B)(6) 2009, ultrasound scan showed simple right ovarian cyst 2.2 cm. No significant amount of free fluid was seen. Endometrial stripe was less than 5 mm. Gynecological ultrasound showed irregular shaped endometrium= 0.48cm; left ovary as adjacent to uterus appears within normal limits. Simple right ovary cyst; 2.2 x 1.9cm-small amt free fluid superior right ovary. Essure coils visible- left: 3-5 right: 3-5 on (B)(6) 2015, uterus showed midline, mobile, non-tender, normal size, and no uterine prolapse. On (B)(6) 2015, pelvic ultrasound that was essentially normal. No evidence of ovarian cysts, uterine enlargement, or endometrial abnormality. On (B)(6) 2015, pathology report showed ovarian cyst, left: hemorrhagic corpus luteum. Negative for malignancy quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 15-apr-2019: pfs received. Added event depression, plaintiff did not undergo essure confirmation test. Updated event onset date. Concomitant condition was added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this case report received from a lawyer on behalf of an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after undergoing the procedure, experienced severe abdominal pain as well as heavy (genital) bleeding. This pain (related to essure according to reporter) grew so severe that she was eventually prescribed valium, toradol and lortab as treatment. These events are listed in the reference safety information for essure. Abdominal pain and genital bleeding may occur during essure use. Considering their nature and the absence of alternative explanation, causality between reported events and essure use cannot be excluded. Since medical intervention was required to manage the pain, this case is regarded as incident. Non-serious events were also reported. According to the technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('heavy bleeding / blood clotting'), dysmenorrhoea ('severe menstrual pain/menstrual pain'), back pain ('back pain/sharp, stabbing, achy back/chronic back pain'), fatigue ('fatigue'), weight fluctuation ('weight fluctuations'), dyspareunia ('pain during intercourse'), pelvic pain ('sharp, stabbing, achy pelvic pain/ chronic pelvic pain'), migraine ('severe migraines/sharp, stabbing, achy migraines/chronic migraine'), uterine cyst ('uterine cysts') and abdominal pain upper ('stabbing pain in stomach') in a 22-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included delivery on (B)(6) 2008, breast biopsy in 2007, delivery in 2006, ear operation, gravida ii, parity 2, pelvic inflammatory disease, breast discharge female, migraine headache, swelling of feet, ankles swollen, vulvovaginal pain, burning micturition, painful urination, suprapubic pain, cystitis, offensive vaginal discharge (yellow/green and fishy in odor), chills and diarrhoea. She had no history of abnormal paps. She had no discharge or sign of infection. On (B)(6) 2005, breast exam showed fibrocystic changes-no mass or skin changes-no discharge from the nipples. On (B)(6) 2009, ultrasound scan showed simple right ovarian cyst 2.2 cm. No significant amount of free fluid was seen. Endometrial stripe was less than 5 mm. Gynecological ultrasound showed irregular shaped endometrium= 0.48cm; left ovary as adjacent to uterus appears within normal limits. Simple right ovary cyst; 2.2 x 1.9cm-small amt free fluid superior right ovary. Essure coils visible : left: 3-5, right: 3-5. On (B)(6) 2015, uterus showed midline, mobile, non-tender, normal size, and no uterine prolapse. On (B)(6) 2015, pelvic ultrasound that was essentially normal. No evidence of ovarian cysts, uterine enlargement, or endometrial abnormality. On (B)(6) 2015, pathology report showed ovarian cyst, left: hemorrhagic corpus luteum. Negative for malignancy. Previously administered products included for an unreported indication: darvocet, aleve, tylox, lexapro, lorcet and macrobid. Concurrent conditions included ovarian cystectomy, smoker, penicillin allergy, penicillin allergy, stomach pain and ovarian cyst. Family history included psychogenic disorder nos, benign neoplasm of stomach (father) and malignant neoplasm of colon (father). Concomitant products included alprazolam (xanax) for anxiety, sertraline hydrochloride (zoloft) since 2006 for depression as well as butalbital;caffeine;paracetamol (fioricet), contraceptives, ethinylestradiol;norgestimate (ortho tri-cyclen lo), medroxyprogesterone acetate (depo provera), meloxicam and tramadol. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criterion medically significant) and fatigue (seriousness criterion medically significant). In 2009, the patient experienced back pain (seriousness criterion medically significant), weight fluctuation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), migraine (seriousness criterion medically significant) and abdominal pain upper (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced dyspareunia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine cyst (seriousness criterion medically significant), allergy to metals ("allergy to nickel/hypersensitivity reaction to nickel"), rash ("I break out in a rash"), erythema ("my skin gets red"), skin irritation ("skin gets irritated") and depression ("depression"). The patient was treated with diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol), sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and genital haemorrhage had not resolved, the dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, uterine cyst, allergy to metals, rash, erythema and skin irritation outcome was unknown, the back pain, pelvic pain, migraine and abdominal pain upper had resolved and the depression was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, migraine, pelvic pain, rash, skin irritation, uterine cyst and weight fluctuation to be related to essure. The reporter commented: essure device placed into each tube without difficulty. She took pain medications on a regular basis during the time from five years prior to essure placement to present. Previous birth control use within 5 years preceding essure placement: birth control pills. Sharp, stabbing, achy back pain, migraines, pelvic pain and stabbing pain in stomach was stopped after healing from surgery. Fallopian tubes were removed prior to completion of the procedure to avoid any future risk and malignant transformation diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: negative. Hysterosalpingogram - on an unknown date: tubal occlusion. Pathology test - on (B)(6) 2015: results: ovarian cyst, left:hemorrhagic corpus luteum,. Pregnancy test - on (B)(6) 2009: results: negative. Ultrasound scan - on (B)(6) 2009: results: simple right ovarian cyst 2.2 cm. Lot number:628192. Manufacture date:2008-09. Expiration date: 2011-09. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-jan-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), genital haemorrhage ('heavy bleeding / blood clotting'), dysmenorrhoea ('severe menstrual pain/menstrual pain'), back pain ('back pain/sharp, stabbing, achy back/chronic back pain'), fatigue ('fatigue'), weight fluctuation ('weight fluctuations'), dyspareunia ('pain during intercourse'), pelvic pain ('sharp, stabbing, achy pelvic pain/ chronic pelvic pain'), migraine ('severe migraines/sharp, stabbing, achy migraines/chronic migraine'), uterine cyst ('uterine cysts') and abdominal pain upper ('stabbing pain in stomach') in a 22-year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test.". The patient's medical history included delivery on (B)(6) 2008, breast biopsy in 2007, delivery in 2006, ear operation, gravida ii, parity 2, pelvic inflammatory disease, breast discharge female, migraine headache, swelling of feet, ankles swollen, vulvovaginal pain, burning micturition, painful urination, suprapubic pain, cystitis, offensive vaginal discharge (yellow/green and fishy in odor), chills and diarrhoea. She had no history of abnormal paps. She had no discharge or sign of infection. On (B)(6) 2005, breast exam showed fibrocystic changes-no mass or skin changes-no discharge from the nipples on (B)(6) 2009, ultrasound scan showed simple right ovarian cyst 2.2 cm. No significant amount of free fluid was seen. Endometrial stripe was less than 5 mm. Gynecological ultrasound showed irregular shaped endometrium= 0.48cm; left ovary as adjacent to uterus appears within normal limits. Simple right ovary cyst; 2.2 x 1.9cm-small amt free fluid superior right ovary. Essure coils visible- left: 3-5 right: 3-5 on (B)(6) 2015, uterus showed midline, mobile, non-tender, normal size, and no uterine prolapse. On (B)(6) 2015, pelvic ultrasound that was essentially normal. No evidence of ovarian cysts, uterine enlargement, or endometrial abnormality. On (B)(6) 2015, pathology report showed ovarian cyst, left: hemorrhagic corpus luteum. Negative for malignancy. Previously administered products included for an unreported indication: darvocet, aleve, tylox, lexapro, lorcet and macrobid. Concurrent conditions included ovarian cystectomy, smoker, penicillin allergy, penicillin allergy, stomach pain and ovarian cyst. Family history included psychogenic disorder nos, benign neoplasm of stomach (father) and malignant neoplasm of colon (father). Concomitant products included alprazolam (xanax) for anxiety, sertraline hydrochloride (zoloft) since 2006 for depression as well as butalbital;caffeine;paracetamol (fioricet), contraceptives, ethinylestradiol;norgestimate (ortho tri-cyclen lo), medroxyprogesterone acetate (depo provera), meloxicam and tramadol. In (B)(6) 2009, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea (seriousness criterion medically significant) and fatigue (seriousness criterion medically significant). In 2009, the patient experienced back pain (seriousness criterion medically significant), weight fluctuation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), migraine (seriousness criterion medically significant) and abdominal pain upper (seriousness criterion medically significant). In (B)(6) 2009, the patient experienced dyspareunia (seriousness criterion medically significant). On an unknown date, the patient experienced uterine cyst (seriousness criterion medically significant), allergy to metals ("allergy to nickel/hypersensitivity reaction to nickel"), rash ("I break out in a rash"), erythema ("my skin gets red"), skin irritation ("skin gets irritated") and depression ("depression"). The patient was treated with diazepam (valium), hydrocodone bitartrate;paracetamol (lortab), ketorolac tromethamine (toradol), sumatriptan (imitrex) and surgery (da vinci total laparoscopic hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and genital haemorrhage had not resolved, the dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, uterine cyst, allergy to metals, rash, erythema and skin irritation outcome was unknown, the back pain, pelvic pain, migraine and abdominal pain upper had resolved and the depression was resolving. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, depression, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, migraine, pelvic pain, rash, skin irritation, uterine cyst and weight fluctuation to be related to essure. The reporter commented: essure device placed into each tube without difficulty. She took pain medications on a regular basis during the time from five years prior to essure placement to present. Previous birth control use within 5 years preceding essure placement: birth control pills sharp, stabbing, achy back pain, migraines, pelvic pain and stabbing pain in stomach was stopped after healing from surgery. Fallopian tubes were removed prior to completion of the procedure to avoid any future risk and malignant transformation. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: results: negative. Hysterosalpingogram - on an unknown date: tubal occlusion. Pathology test - on (B)(6) 2015: results: ovarian cyst, left:hemorrhagic corpus luteum,. Pregnancy test - on (B)(6) 2009: results: negative. Ultrasound scan - on (B)(6) 2009: results: simple right ovarian cyst 2.2 cm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s social media records: pelvic pain, abdominal pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 20-jan-2022: medical record received. Reporter information and reporter causality comment added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain"), genital haemorrhage ("heavy bleeding / blood clotting"), dysmenorrhoea ("severe menstrual pain"), back pain ("back pain/sharp, stabbing, achy back/chronic back pain"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), dyspareunia ("pain during intercourse"), pelvic pain ("sharp, stabbing, achy pelvic pain/ chronic pelvic pain"), migraine ("severe migraines/sharp, stabbing, achy migraines/chronic migraine"), uterine cyst ("uterine cysts") and abdominal pain upper ("stabbing pain in stomach") in a (B)(6) year-old female patient who had essure (batch no. 628192) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included ear operation, gravida ii, parity 2, delivery in 2006, delivery on (B)(6) 2008, pelvic inflammatory disease, breast discharge female, migraine headache, swelling of feet, ankles swollen, vulvovaginal pain, burning micturition, painful urination, suprapubic pain, cystitis, offensive vaginal discharge (yellow/green and fishy in odor) and breast biopsy in 2007. She had no history of abnormal paps. She had no discharge or sign of infection. Previously administered products included for an unreported indication: darvocet, aleve, tylox, lexapro, lorcet and macrobid. Concurrent conditions included ovarian cyst, smoker, penicillin allergy and penicillin allergy. Family history included psychogenic disorder nos, benign neoplasm of stomach (father) and malignant neoplasm of colon (father). Concomitant products included alprazolam (xanax) for anxiety, sertraline (zoloft) in 2006 for depression as well as cilest (ortho tri-cyclen lo), contraceptives nos, medroxyprogesterone (depo provera), meloxicam and tramadol. In (B)(6) 2009, 15 days before insertion of essure, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea (seriousness criterion medically significant), back pain (seriousness criterion medically significant), fatigue (seriousness criterion medically significant), weight fluctuation (seriousness criterion medically significant), dyspareunia (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), migraine (seriousness criterion medically significant) and abdominal pain upper (seriousness criterion medically significant). On an unknown date, the patient experienced uterine cyst (seriousness criterion medically significant), allergy to metals ("allergy to nickel/hypersensitivity reaction to nickel"), rash ("I break out in a rash"), erythema ("my skin gets red") and skin irritation ("skin gets irritated"). The patient was treated with diazepam (valium), ketorolac tromethamine (toradol), vicodin (lortab), sumatriptan (imitrex) and surgery (underwent hysterectomy in 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain and genital haemorrhage had not resolved, the dysmenorrhoea, fatigue, weight fluctuation, dyspareunia, uterine cyst, allergy to metals, rash, erythema and skin irritation outcome was unknown and the back pain, pelvic pain, migraine and abdominal pain upper had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, back pain, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, migraine, pelvic pain, rash, skin irritation, uterine cyst and weight fluctuation to be related to essure. The reporter commented: essure device placed into each tube without difficulty. She took pain medications on a regular basis during the time from five years prior to essure placement to present. Previous birth control use within 5 years preceding essure placement: birth control pills sharp, stabbing, achy back pain, migraines, pelvic pain and stabbing pain in stomach was stopped after healing from surgery. Diagnostic results (normal ranges are provided in parenthesis if available): human chorionic gonadotropin - on (B)(6) 2015: negative. Pregnancy test - on (B)(6) 2009: negative. On (B)(6) 2005, breast exam showed fibrocystic changes-no mass or skin changes-no discharge from the nipples on (B)(6) 2009, ultrasound scan showed simple right ovarian cyst 2.2 cm. No significant amount of free fluid was seen. Endometrial stripe was less than 5 mm. Gynecological ultrasound showed irregular shaped endometrium= 0.48cm; left ovary as adjacent to uterus appears within normal limits. Simple right ovary cyst; 2.2 x 1.9cm-small amt free fluid superior right ovary. Essure coils visible- left: 3-5 right: 3-5 on (B)(6) 2015, uterus showed midline, mobile, non-tender, normal size, and no uterine prolapse. On (B)(6) 2015, pelvic ultrasound that was essentially normal. No evidence of ovarian cysts, uterine enlargement, or endometrial abnormality. On (B)(6) 2015, pathology report showed ovarian cyst, left: hemorrhagic corpus luteum. Negative for malignancy. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 18-sep-2017: essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type [?]initial' indicates here initial submission by the new legal manufacturer only. Reporter added, patient's demographics were updated. Events [?]she break out in a rash' and [?]her skin gets red and irritated','stabbing pain in stomach' and sharp, stabbing, achy pelvic pains were added from pfs with event start date. Hysterectomy was added for event menstrual pain, abdominal pain, sharp, stabbing, achy back pain, fatigue, pain during intercourse, heavy bleeding, sharp, stabbing, achy migraines, weight fluctuations, sharp, stabbing, achy pelvic pains and stabbing pain in stomach. Concomitant condition, treatment product, historical condition, patient family history,lab data and essure lot number added. Event outcome was added and updated. Essure removal date added incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.